Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: intermittent oor lead impedances and noise noted. The device had been programmed for what was determined to be a-fib but was actually lead noise. This lead was replaced today without issue. The lead was capped so no product will be returned.